Event description:
Related manufacturer reference number: 2017865-2025-12492, 2017865-2025-12493. It was reported that patient presented with fever, puss and bleeding at pocket site. It was also noted that patient had an infection. The implantable cardiac defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads were explanted and replaced as a result. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation, and the cause of infection could not be determined.